Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that the unit declared a primary alarm failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 09may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the speaker connected to the motor controller board. The unit's power was cycled multiple times to confirm the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.